Event description:
It was reported that the guide wire stuck inside the vessel and during the attempt to remove it along with the ivus catheter, the tip coils separated from the device. A snare device successfully removed the distal tip from the pt.